Event description:
Home health nurse reached out today (B)(6) 2025 to advise us that on (B)(6) 2025 and (B)(6) 2025 - both days, the pump alerted up stream occlusion with approximately 15-20 minutes left of run time. When checked the pooling bag, all of the fluid had been infused, and it was empty. Due to the pooling bag running empty prior to the full infusion time, the patient's parents are concerned the medication is not being infused properly and there is something wrong with the pump. They would like a new pump to send them. Serial number not provided no additional information obtained at this time. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Indications: other specified disorders involving the immune mechanism, not elsewhere classified and other encephalitis and encephalomyelitis.